Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy and did not require third-party assistance. Technical support provided instructions for troubleshooting, including disconnecting tubing, delivering boluses, and replacing supplies. The customer was advised to fill and load a new cartridge and resume insulin therapy.